Event description:
It was reported that during a laparoscopic gastric bypass procedure, after opening two sterile trocar cannulas, they broke in the hand into separate pieces (details of what the cannula consists). So the surgeon was not able to use it on the patient. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.